Manufacturer narrative:
A philips field service engineer (fse) found a failure in the loudspeaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The fse replaced the defective main board. The device was operational after repairs were completed. The device remains at the customer's site.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating the loudspeaker failed, there was no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.